Event description:
It was reported b that before a laparoscopic assisted vaginal hysterectomy procedure, the patient has fibroids in uterus and the uterus has enlarged. Surgeon applied the device in freeing the adhesion and the ligament around the uterus. In 25 minutes usage, he has mobilized most of the left ligament, and the uterine artery at the left hand side. In mobilizing the right hand side of the uterus, the yellow light of "replace" on the generator had lighted up. The scrubbed technician cleaned the char on the blade, and the yellow light switched off. After several activation in cutting the ligament, the yellow light appeared again, and we found that the positive electrode has broken from the jaw. The surgeon carefully examined if the electrode has dropped on the patient side. The instrument was finally replaced after the surgeons observed the phenomenon. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4-24-2012. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured but sections are still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. We are investigating a lack of adhesive robustness along the surface of the ceramic, which could lead to adhesion failure.